Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer experienced continuous no delivery alarms. Troubleshooting was performed. The insulin pump passed the displacement and self tests, but during the prime test, not much insulin came out. Ran the test again, but still, not much insulin exited. The customer was advised that the insulin pump may be under delivering. Nothing further was reported.